Manufacturer narrative:
H3: product analysis: part#: 6061002, lot#: k22k1136, visual examination confirmed the entire torx tip has been broken off, consistent with interface during usage. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material displacement. This type of damage is consistent with torsional overload. H11: this regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a driver used in an unknown spinal therapy. It was reported that the tip of the driver shaft was sheared off. There was no patient involved in the event. It was reported that the reported driver was used on the patient. No further complications were reported/ anticipated.